Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a tka with the use of a vis adpt guide lgnp kit, the surgeon took 8 additional millimeters off the femur. The final implants used were a size 5 cruciate-retained femoral component, a size 4 tibial base plate, a 38 mm oval patella and a 13mm dished insert. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the supporting clinical documentation has not been provided; therefore, no clinical factors could be definitively concluded to have contributed to the reported event. Patient impact beyond the reported use of a s+n backup device and the additional 8mm resection cannot be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. As visionaire devices are custom made devices, a review of the complaint history for this part is not applicable. A review of the instructions for use documents for visionaire¿ patient matched instrumentation with fastpak instruments revealed that if the patient matched cutting block does not perform as intended, use the standard smith & nephew instrumentation to complete the surgery. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the inspection drawing, final inspection includes the verification of part configuration per print. Also the device should be measured with a caliper to ensure the correct size. A review made by the quality engineering team revealed that according to the engineering evaluation the segmentation was evaluated and found to be within visionaire standards. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.